Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). The 15mm x 2.50mm apex balloon catheter was advanced for pre-dilatation. During the first inflation, the apex balloon ruptured at 10atms. The device was removed intact. The 2.5mm x 15mm non-bsc catheter balloon was advanced and inflated to 16atm for 25 seconds. The 2.75mm x 12mm promus stent was deployed and post-dilation was performed with the 3.0mm x 8mm nc quantum apex to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).